Event description:
A report was received that the patient's precision system was explanted due to a non-device related infection that spread to the patient's pocket site. The patient's systems included redness and swelling at the pocket site. The pt was given IV and oral antibiotics and was reportedly doing well following the procedure.

Manufacturer narrative:
The explanted devices were not returned to bsn as they were discarded by the medical facility.